Event description:
It was reported that due to a layout change, the hybrid cables of the four arm cart assembly's were disconnected and reconnected. But the state of the arms being unconnected continued for about ten minutes. A system restart was attempted, but the power button on the tower was disabled / did not work and the shutdown could not be performed. The shutdown was performed from the surgeon console power button, but an error occurred during the sequence. After that, the system tower power button, which had switched to pulse mode, was pressed and started up. But during the countdown sequence, it switched to shutdown sequence and an error alarm sounded. By turning off the uninterruptible power supply (ups), unplugging and reconnecting the power cable and repeating the ups power-on operation twice, the system finally started up and was restored. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to a layout change, the hybrid cables of the four arm cart assembly's were disconnected and reconnected. But the state of the arms being unconnected continued for about ten minutes. A system restart was attempted, but the power button on the tower was disabled / did not work and the shutdown could not be performed. The shutdown was performed from the surgeon console power button, but an error occurred during the sequence. After that, the system tower power button, which had switched to pulse mode, was pressed and started up. But during the countdown sequence, it switched to shutdown sequence and an error alarm sounded. By turning off the uninterruptible power supply (ups), unplugging and reconnecting the power cable and repeating the ups power-on operation twice, the system finally started up and was restored. There was no patient involvement.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported tower 120v. Review of the field service notes shows that the reported issue could not be confirmed in the field. However, from the log analysis it was observed that the event was caused by a temporary communication issue between the operating room team interactive (orti) display and the tower. The wiring connections to the orti were verified, and the issue did not recur. Evaluation of the device data shows that the system recorded disconnection and reconnection events for the arm cart assemblies. Log messages also indicate that the tower transitioned to battery power and later returned to a fully charged state. However, the logs do not show that the arm cart assemblies entered an unusable state, nor do they show that the battery power condition resulted in loss of arm functionality. Evaluation of the device data for the reported tower 120v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a temporary communication issue between operating room team interactive display and tower. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.